Manufacturer narrative:
The DHR for this chair was reviewed; the device met all specifications prior to distribution. Complainant (servicing dealer) concluded that this event was the result of human error. End user did not take into account the need to reposition seating to allow footplates to clear the ground at the transition from ramp to level surface.

Event description:
Reported that client was traversing down a ramp and that the transition to level ground, the footplates hit the ground forcing them upwards resulting in the client suffering a broken ankle.